Event description:
Reporter called to submit a report about his adverse events after hernia implant. He said the implant was done in (B)(6) of 2024 and has been removed less than a month on (B)(6) 2024. Even though the device has been removed he is still suffering from all kinds of adverse effects. He said his total system has been affected. His lungs, his heart, ongoing pain, bad headaches. He said it also affected his voice, breathing problems. He said he is experiencing mii (mesh implant illness) as one doctor puts it. He said, he has seen so many specialists, immunologist but no one was able to help. He thinks, he is also having a reaction from a substance used for cleansing.